Manufacturer narrative:
The concerto implant coil was returned within an opened concerto inner pouch and within gauze wrap. The unknown micro catheter involved with the event was not returned for analysis. The concerto implant coil was found detached from the pushwire and the pushwire was not returned for analysis. The implant coil was found damaged. No damages or irregularities were found with the detach element. No other anomalies were observed. The concerto coil could not be used for testing with an in-house micro catheter as it was already detached. Based on the device analysis and reported information, the report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the root cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, damage/kink to pushwire and lack of continuous flush during delivery. The implant coil was found damaged. It is likely that the damage to the concerto implant coil occurred during the attempt to push the coil through the micro catheter against the reported resistance. Other possible causes for coil damage are: lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, incompatible catheter or damage during return shipping. Since the micro catheter and concerto pushwire used in the event were not returned, any contribution of the micro catheter and concerto pushwire towards the ¿coil resistance/stuck in catheter¿ could not be assessed. As the model and lot number were not identified, compatibility could not be assessed. The implant coil was returned already detached. No damages were found with the detach element so the cause for the detachment could be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received reported that two concerto coils were inspected and prepped per the IFU with no issues. There was no product issue alleged, but it was also stated the coils failed. It was the issue with both coils. The coil did not pass through the micro-catheter. They physician decided to use the new concerto instead of the failed coil.